Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the subject was at the hospital stating nausea began with the addition of bupivacaine to the pump. The investigator was notified and clarified that the pump was turned down last week and it may not be due to bupivacaine. The clinical diagnosis was intractable nausea and vomiting. The pump was reprogrammed on (B)(6) 2016. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as unlikely related to the device or therapy, not related to the implant procedure, and possibly related to the drug bupivacaine with the drug action that caused the event being decreased dose. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via clinical study indicated the cause of the intractable nausea and vomiting was unknown.